Manufacturer narrative:
Continued: e1: phone number: (B)(6). The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Explanting physician reported, capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed opening on anterior side assessed as surgical damage, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Event description:
Explanting physician reported capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.